Event description:
It was reported to baxter (B)(4) that there was a leak with the homechoice, bags and tubing system. Where the leak occured is unknown, this happened during use, and the patient was involved. The patient had to contact the hospital to clarify if there was a possible impact on his health. The customer reported at a later date that the technician had checked the system and all parts, and found no possible cause of the error, no hole, no cut or break. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). The sample has been received by baxter, however the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause could not be determined. An evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. A visual inspection was performed and no obvious defects were found. A leak test was performed on the cassette and lines and no leakage was found. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.